Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the right master tool manipulator (mtmr). The system was verified and ready for use. The unit was analyzed and the error indicated an axis 3 spring fault on the mtm, confirming that the fault occurred in the field. Although no issues were found during visual inspection, the mtm was installed onto a sftp where it passed all tests but was noted to be squeaky. The complaint was confirmed by failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted pyeloplasty surgical procedure, user informed the technical support engineer (tse) that a right master tool manipulator (mtmr) self-test failure occurred. The tse reviewed the error log, and confirmed the occurrence of error 22005, related to the mtmr. A hard power cycle was attempted, and all mtmr axes were run, but these actions did not resolve the issue. The user converted the procedure to another dv system to continue with the procedure. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the ports were placed prior to the issue being identified. Port incisions were not increased or additional ports were not placed. The patient tolerated the change during the conversion.